Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was implanted into an apparent native bicuspid valve with a fused raphe between the right coronary cusp (rcc) and left coronary cusp (lcc). The native valve was heavily calcified specifically near the non-coronary cusp (ncc) and left coronary cusp (lcc). An 18 mm non-medtronic balloon was used to predilate, however, the transcatheter valve did not expand much therefore it was recaptured and a 22 mm non-medtronic balloon was then used. The valve opened more but was still constrained. It was decided to recapture the valve, remove the system, and to re-cross the annulus to take a different angle due to calcification. The valve was deployed at a low depth of approximately 10 mm on the ncc and lcc. A post-implant balloon aortic valvuloplasty (bav) was performed with a 24 mm non-medtronic balloon but the patient still had moderate aortic insufficiency. Subsequently, a second valve was implanted at a 2 mm depth. A transesophageal echocardiogram (tee) indicated moderate aortic insufficiency remained despite a post-implant bav with a 25 mm non-medtronic balloon with no further intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that aortic insufficiency was paravalvular leak (pvl). If information is provided in the future, a supplemental report will be issued.